Manufacturer narrative:
There were no unexpected no delivery alarms noted during testing. The insulin pump passed the pump self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, prime/compromised force sensor system test, occlusion test, and excessive no delivery test. The operating currents were in specification. There was an unexpected motor error alarm during rewind due to oil on the motor home switch. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had been getting high blood glucose readings with ketones. Customer took a needle to bring down her blood glucose. Customer's blood glucose was 13.4 mmol/l. Troubleshooting was performed and customer stated that insulin did exit the tubing. Customer had a no delivery alarm in the alarm history. Customer stated that the alarm happened while she was changing her reservoir. Customer's settings and programming were reviewed and found to be accurate. Customer stated that she wants the pump replaced as she is not comfortable.